Event description:
It was initially reported that during the procedure the catherization of the aneurysm was normal. A fasdasher-14 hydrophilic guidewire was used with the excelsior sl-10 microcatheter. The first coil, gdc 10-3d 3d-shape synerg detection circuit, was very tight in the excelsior sl-10 microcatheter. The rotating hemostatic valve was removed in order to push the coil into the aneurysm. A second coil was again difficult to deploy due to friction. A third coil, gdc 10-ultrasoft coil stretch resistant synerg detection circuit was very difficult and oculd not be deployed. The patient's condition was not affected by this event. In 2003, during the technical evaluation of the excelsior sl-10 microcatheter, three portions of the outer layer tubing of the device were missing. The decision was made to submit this event as a medical device report.